Event description:
It was reported that implant can't come off the mount. The doctor removed because the mount because it wouldn't come off. Treatment completed with another same product. Tooth site # 10.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: phone number: (B)(6). G4: PMA/510(k) number k943604.

Manufacturer narrative:
Zimvie received one (1) 1989, (impl twist mp-1 3.75 mm 1 0 mm) for evaluation. Visual evaluation was performed, the implant had visible signs of use. There was blood and debris on the implant¿s external threads. The mount could not disengage from the implant. DHR review was completed for the subject lot number 2021060158. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021060158 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: does not disengage/release.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The mount was stuck to the implant. However, the implant had visible signs of use and was not returned in its original unopened packaging. The reported coob/event is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.